Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) experiencing pain at the battery site location so surgery was scheduled to reposition the battery. The issue was not currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.